Event description:
The consumer reported that his cousin had dystonia and the presence of symptoms. She would shake when making a fist. The consumer did not know if the patient had a 50% improvement. All the consumer knew was that since implant the patient had these symptoms. The patient's shaking was better, but worse when she made a fist. The consumer also noted that the patient was charging too frequently. She had to keep her implantable neurostimulator (ins) charged at 100% and something was wrong with it, but the consumer did not know what. The patient's indication(s) for use were essential tremor and movement disorders.

Event description:
Additional information was received from a patient. It was reported that the patient's shaking has been occurring since 1980 or earlier. Additionally, it was noted that nothing in particular lead to the onset of shaking, but the patient was being treated with medications; the issue was not resolved. The patient noted that she is using the stimulator less but still need to recharge once every 2 weeks for approximately 4 hours. No circumstances that led to the increase in charging frequency were noted.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
No new information was received from a patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.